Event description:
Caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, and after following these, the caller successfully started their sensor session without further issues.